Event description:
It was reported that markerband misalignment occurred. A synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent markers do not align angiographically. No further information reported.